Event description:
Complaint - cold welded the short pins into all 4 guides, 30 minute delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.